Event description:
After an implantation period of approx. 62 months, it was observed that the device is in backup mode and a re-initialization was not successful. The ICD was explanted. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the mos2 battery status. The ICD was implanted for approximately 61 months and 24 charging cycles were recorded to the device memory. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the safety backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2021. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the safety backup mode to ensure patient safety. Based on the available data the root cause for the safety backup mode activation could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. While the ICD was in safety backup mode one therapy was delivered by the device on (B)(6) 2022 at 08:20 am, confirming the clinical observation. As no episode details are recorded while in the backup program, the reason for the shock delivery was not conclusively determinable. However, please note that, in general the safety backup mode program will be loaded from an unalterable memory. Therefore the vf detection criteria are fixed in safety backup mode to cover the widest possible patient population. By design, the anti-tachycardia therapy functions were automatically deactivated at first interrogation of the device in safety backup mode, followed by a user notification on the programmer screen about the occurred safety backup mode and the deactivation of the anti-tachycardia therapy functions. Until this point all therapies were available. The device was successfully re-initialized during analysis on (B)(6) 2022 and worked as expected afterwards. There was no indication of a device malfunction. In addition, a stress test under different temperature environments was performed. The reported event was not reproducible. In conclusion, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the safety backup mode. This does not represent a device malfunction. Please note, the ability of the device to deliver therapies is not affected by the safety mechanism.